Event description:
Joint inflammation [arthritis]. Joint inflammation [arthritis]. Joint fluid retention [joint effusion]. Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6)-2011 from an hcp regarding a (B)(6) female pt, initials not provided, who experienced knee joint inflammation and knee effusion after starting synvisc. The pt's medical history is significant for gonarthrosis, previous treatment with artz, previous treatment with suvenyl and previous synvisc treatment, in (B)(6)-2011, the pt received her first injection of synvisc (location not specified). In (B)(6)-2011, the pt received her second synvisc injection. Within 24 hours of that injection, the pt developed acutely intense joint inflammation and joint fluid retention. The pt's knee joint was aspirated. The synovial fluid was "yellow opacity with wbc induced". An unspecified steroid was administered immediately, which resulted in the alleviation of all symptoms. In (B)(6)-2011, under consensus with pt, she received her third and final synvisc injection. Following that injection, joint inflammation and joint effusion again developed, but later resolved (date not provided). The hcp assessed the events experienced following the second injection as probably related to synvisc. The hcp assessed the events following the third injection as definitely related to synvisc. The product lot number was not provided. At the time of this report the outcome of the pt was recovered. Add'l info was received on (B)(6)-2011 in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the reported.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.